Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged meter issue first began. On an unspecified date/time, the patient reportedly obtained blood glucose readings of ¿281mg/dl¿ with the subject meter and ¿125mg/dl¿ with the onetouch ultramini meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. In response to the alleged meter issue, the patient reportedly consumed less food/drink (date/time unknown). The patient denied developing any symptoms as a result of the alleged meter issue. At an unspecified date/time in march, the patient reportedly obtained blood glucose readings of ¿400 and 500mg/dl¿ with the hospital¿s meter, she was administered IV fluids and novolog insulin as treatment, and the patient was hospitalized for an unspecified time. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.